Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the display was flickering. It was reported that the customer's initial reported failure of flickering display was observed while the device was in use. However, no adverse patient impact was reported.